Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the sakura durastar 3.25 x 15 mm balloon catheter did not deflate properly after the third inflation. The durastar balloon catheter was being used to post-dilate a non-cordis stent. The approach for the procedure was femoral. The target lesion was the proximal circumflex. The target lesion was reported to be: less than 15 mm in length, not calcified, and a 99-100% occlusion. The lesion was pre-dilated with a sprinter legend 2.5 x 15mm balloon catheter at 10 atm x 2 inflations and 14 atm once. A blazer 3.0 x 18 mm stent was implanted at 12 atms and was post-dilated with the stent delivery system (sds) balloon catheter at 18 atm. The durastar 3.25 x 15 mm balloon catheter was inflated at 28 atm twice, and the third time at 30 atm. After the third inflation, it took more than three (3) minutes to deflate the balloon. The physician used a syringe to deflate the balloon several times unsuccessfully. Finally the balloon was deflated a bit and the physician removed the durastar balloon catheter out of the pt along with the guiding catheter and guidewire. The pt was reported to be in stable condition. There was no reported pt injury.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. A medtronic inflation device was used for the procedure. The same inflation device was used subsequently with other devices without any problems. The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.